Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for six (6) patients across four (4) days. This report addresses the results obtained on (B)(6) 2015 for three patients (designated as patient 4, patient 5 and patient 6). The initial results recovered above the assay reference range. The results were released out of the laboratory. The same patients' samples were reanalyzed two times on the same access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system and recovered within the assay's reference range. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. Patient 4 sample was collected in a plasma tube and centrifuged for ten (10) minutes at 3000g (g force) at ambient temperature. Patient samples 5 and 6 were collected in rapid serum tubes and centrifuged for ten (10) minutes at 3000g (g force) at ambient temperature. No issues with sample integrity were reported by the customer. Calibration, quality control (qc) and system check parameters met assay and system specifications. MDR 2122870-2015-00216 addresses the non-reproducible elevated access tni+3 results obtained on (B)(6) 2015, MDR 2122870-2015-00217 addresses the non-reproducible elevated access tni+3 results obtained on (B)(6) 2015, MDR 2122870-2015-00218 addresses the non-reproducible elevated access tni+3 results obtained on (B)(6) 2015

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the wash pump valve and noted cracks in the manifold and replaced it. The fse noted the retention incubator belt was functioning intermittently and replaced the belt index sensor to correct the performance. The fse performed a high sensitivity (hs) system check which failed to meet specifications. The fse rebuilt the wash pump and replaced the dispense probes. The fse then ran a passing high sensitivity system check and passing quality control. In conclusion: the replacement of several hardware components resolved the issue. System parameters recovered within specifications after replacement of these parts. Beckman coulter (bec) internal patient identifier for this report is (B)(6). All MDR's associated with this report are: 2122870-2015-00216, 2122870-2015-00217, 2122870-2015-00218.